Manufacturer narrative:
Date of report: 03apr2019. Date rec'd by MFR: 03mar2019. The gas delivery system (gds) assembly was received at philips for failure investigation. The external visual inspection of this customer returned gds system revealed that this unit was missing the data acquisition (da) board and the oxygen (o2) valve solenoid with no signs of damage or contamination. The return component was tested and the reported condition was verified on the air flow sensor printed circuit board assembly (pcba). The root caused was identified to be an out of spec air flow sensor u1. Replacement of u1 corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The philips field service engineer (fse) evaluated the device. The fse replaced the o2 and air flow sensor to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that during testing of the ventilator, the air and oxygen (o2) was out of specifications.the ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.